Manufacturer narrative:
H10: (B)(4). H6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The suture capture has been disconnected from the upper jaw and is deformed. No other visual deficiencies. A functional evaluation revealed the jaw will close and the suture passer will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified arthroscopy, firstpass mini´s capture window broken into pieces. Non of the pieces fell inside the patient. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.